Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his event. During the call, tac recommended several troubleshooting options. Those all proved unsuccessful. Before tac could recommend different options, the customer informed tac that he was not interested in further troubleshooting and just wanted the device returned for inspection/repair. At this time, the device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that he was receiving multiple different scope communication error codes on his olympus evis exera iii video system center. According to the initial reporter, whenever 190 series scopes were attempted, he was receiving either a b30, e315, or e216 error code. Reportedly, when he attempted a 160 series scope, the image was present without issue or error codes. Additional details have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.